Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg) levels following breakfast and a recent supply change, with readings of 302 mg/dl on dexcom g7 continuous glucose monitor (cgm) and 298 mg/dl blood glucose monitor (bgm). At a later eye appointment, bg continued rising to 337 mg/dl for about 6 hours. The user noted insulin leakage at the infusion site and elected to switch only the tubing rather than all supplies, despite agent recommendation. Bg began trending down to 290 mg/dl and stabilized. The user's highest blood glucose (bg) recorded was 302 mg/dl. Bg was corrected by ilet. No symptoms or medical intervention were reported during the event and at the time of call.